Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Through follow-up with the health-care provider (via e-mail) additional information was received. Unfortunately, the device and a copy of the operative report are unavailable for return.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Per the response received from the health-care provider, it was learned that while implanting, the surgeon hit the valve leaflet with scissors; another magna ease was placed.

Event description:
Reportedly, bad telemetry was observed during routine follow ups of symphony/rhapsody pacemakers. After complete reboot of the programmer, normal operation was observed. Events involving other units are reported under MDR# 9610579-2010-00463, 9610579-2010-00479, 9610579-2010-00480, 9610579-2010-00481 & 9610579-2010-00482.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.